Event description:
A report was rec'd from the field indicating that when the sterrad cycle cancelled, the worker was clearing the cassette path and came in contact with hydrogen peroxide (h2o2). The contact occurred when the worker retrieved the cassette out from the front of the unit. The h2o2 contact was on the employee's hands. The worker experienced skin discoloration and burning sensation on the fingers of both hands. Duration of symptom was five minutes and clinical attention was not sought. The worker was not wearing personal protective equipment (ppe). Asp clinical staff reviewed first aid info from material safety data sheet (msds) with the customer. The customer stated they have a current copy of the msds. Customer was advised by tsr to wear ppe when removing used cassettes. Ppe info provided on the msds was reviewed. They were advised to wear personal protective equipment when working with the cassettes and to push the cassette to the back instead of pulling it out from the front of the system. This report is for the first worker.

Manufacturer narrative:
This is capital equipment and was evaluated at the customer's site. The day following this event the sterrad 100s, (B)(4) underwent a preventive maintenance: per the asp field service engineer: performed planned maintenance according to sterrad 100s service guide instructions. Performed all system level checks and test procedures including leak rate. Cleaned chamber interior and replaced chamber plastics. All auto test routines passed. Performed an empty test cycle. Cycle completed successfully and all process parameters verified. System meet's mfg specifications for sterilization. System returned to service. Results: unit was due for preventive maintenance. The reason for the cycle cancellation remains unk. The frequency of exposure to the sterrad sterilizer is intermittently throughout the workday. The vaporizer plate was in place. Load related info was not provided. This is one of two 3500a reports being submitted for this product malfunction. Please reference MFR report number: 2084725-2009-00686.